Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are any pictures of the package labeling available? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that on (B)(6) 2017 when the suture product was received in inventory, the packaging indicated four strands per pack rather than the expected one strand per pack. The product has not been opened or used in a procedure. There was no patient involvement and no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.